Event description:
It was reported that the generator displayed error messages during an rf procedure. Troubleshooting efforts were unsuccessful. There was no back up equipment available. The pt had already been given a local anesthetic when the procedure was cancelled. There is no adverse event reported as a result of this malfunction.

Manufacturer narrative:
The account has not confirmed if the device will be returned to the manufacturer for eval.